Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted in the right and left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 6f and during the aaa procedure the sheath was upsized to an 16f. Reportedly, cuff misses occurred with four consecutive proglide devices. Surgical repair was used to achieve hemostasis in both arteries. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. A clinically significant delay of 10-15 minutes was reported in the entire procedure. No additional information was provided.